Manufacturer narrative:
Philips bench service engineer confirmed parts replacement to resolve the issue are: input/output (io) assembly (with printed circuit board, pca) and assembly processor. Based on the information available and the testing conducted, the cause of the reported problem were defective components. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device failed the operational check. There was no patient involvement.